Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. When the physician was delivering ablation on the posterior wall of the left atrium, he noticed a slight drop in the pressure, looked on the intracardiac echocardiogram (ice) and noticed an effusion. A pericardiocentesis was performed to solve the issue, and the physician decided to abort the procedure. The patient is expected to fully recover. The use of the farawave catheter to perform ablation on the posterior wall is considered an off-label use. The device is not expected to return for laboratory analysis as t was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.